Event description:
During testing at the user facility prior to release for clinical use, air was noted in the tubing distal to the pump with no pump alarm. Though requested, no additional information was provided.